Event description:
It was reported that this pacemaker exhibited competitive atrial pacing. Technical services (ts) reviewed the strips noted that the intrinsic atrial signals were falling into refractory as the post-ventricular atrial refractory period (pvarp) was programmed to be long. Ts suggested a reprogramming option. The device remains in use. No adverse patient effects were reported.